Event description:
On january 24th, 2023, manufacturer has become aware of the following event: ultimately, another attempt at material removal was made on (B)(6) 2021 at the (B)(6). According to the surgery report, the broken off rash instruments were present in the nail head. Only 1 thread was still free, so that it was not possible to screw in a new rash instrument set. The material was finally removed with the aid of a diamond cutter and a knockout hook. This caused major floor damage with delayed mobilization of the patient as a consequence. In the course of an expert opinion commissioned by the patient in accordance with § 66 sgb v to examine a suspected treatment error at the north rhine medical service, the result was that the breaking off of the extractor was not attributable to a medical treatment error. According to the expert, only a material defect could be considered, since no signs of an operating error on the part of the surgeon were apparent and the extractor had broken off before the first rash attempt had even been made.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device disposition unknown.